Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 6fr wedge catheter. The syringe typically supplied with the kit was not returned with the device. The recommended volume capacity for the balloon is 1.0cc. The balloon was noted ruptured at the distal tip and is consistent with having been burst from over-inflation. The entirety of the balloon appeared returned. There were no missing pieces. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon ruptured was confirmed by visual inspection of the device. The damage was consistent in appearance with bursting from over-inflation. The root cause of the complaint is undetermined.

Event description:
It was reported that the patient required the catheter to measure the pressure. The wedge pressure balloon was verified (pretested prior to insertion) and did not show any non-conformity. After insertion and the first inflation inside the "atria" to take the pressure, the balloon was deflated. It was not possible to re-inflate it afterwards. The balloon was removed and visually examined by the user; it came out burst / deflated. There was nothing to report immediately. The patient went back to her unit and during the next hour she had a moderate deficit of the left superior limb. A verification scan was performed and it was normal. The patient quickly recovered from her deficit. There were no clinical consequences reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the patient required the catheter to measure the pressure. The wedge pressure balloon was verified (pretested prior to insertion) and did not show any non-conformity. After insertion and the first inflation inside the "atria" to take the pressure, the balloon was deflated. It was not possible to re-inflate it afterwards. The balloon was removed and visually examined by the user; it came out burst / deflated. There was nothing to report immediately. The patient went back to her unit and during the next hour she had a moderate deficit of the left superior limb. A verification scan was performed and it was normal. The patient quickly recovered from her deficit. There were no clinical consequences reported.